Event description:
A low reading issue was reported with the freestyle libre sensor. A customer reported receiving unspecified low sensor scans and as a result, experienced a loss of consciousness that lasted "about ten minutes". The customer was unable to self-treat, requiring third-party treatment of glucagon. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Therefore, the issue was not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre sensor. A customer reported receiving unspecified low sensor scans and as a result, experienced a loss of consciousness that lasted "about ten minutes". The customer was unable to self-treat, requiring third-party treatment of glucagon. No further information was provided. There was no report of death or permanent injury associated with this event.